Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that they performed transducer calibration to resolve the problem but unfortunately the "exhl diff press calib" failed.

Event description:
The customer reported xdcr fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.